Event description:
It was reported that a dissection occurred. The 90% stenosed target lesion was located in the mildly tortuous and non-calcified left circumflex artery (lcx). Pre-dilation was performed using a 2.00 x 12 mm non-boston scientific balloon. A 2.25 x 24 mm promus premier drug-eluting stent was then advanced and deployed at 14 atmospheres. During post-dilation, a flow-limiting dissection was observed at the proximal segment of the stent. An additional stent was deployed to cover the dissection. The procedure was completed without any reported complications, and the patient remained stable.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6). Good faith efforts were made to obtain additional details regarding the reported event, specifically regarding the physician's assessment of the cause of the dissection, the type of dissection, and the availability of cine images from the procedure. However, further information could not be obtained.